Manufacturer narrative:
The returned device analysis confirmed the reported sleeve steering issue due to a broken m cable. The broken ends of the m cable were examined under a microscope and identified evidence of stretching and narrowing of the individual strands of the cable which indicated that there was possible excessive tension on the device. While a definitive cause was not identified, the investigation determined that the broken m cable was possibly related to technique. A review of the manufacturing records for this event confirmed all inspections were within specification during production, the device associated with this complaint did not exhibit any abnormal results during the manufacturing process, and there were no non-conformances issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint query identified no similar events from the lot. The reported event of a sleeve steering issue due to a broken m cable is a known foreseeable event with the mitraclip procedure. The investigation did not identify any issues related to the design, manufacturing or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a sleeve steering issue it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtr clip was inserted and it was noted that all steps were performed per the instructions for use. After a half turn of the m-knob, it was observed that the clip did not move as intended. Due to the device issue, the physician decided to not use the clip delivery system (cds) and replace it. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.